Event description:
It was reported by the customer that a pyxis anesthesia es system was unresponsive when surgical staff attempted to log into the station. The customer added that the issue needed to be resolved as soon as possible because surgical staff had scheduled procedures. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that maintenance mode successfully launched but not the software application, as an rsa protection error message was displayed when using administrator credentials. After multiple components were tested, the all in one computer and docking board were determined as the source of the reported issue. All in one, docking board were replaced and the station was reimaged to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was unresponsive when surgical staff attempted to log into the station. The customer added that the issue needed to be resolved as soon as possible because surgical staff had scheduled procedures. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, e3, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-jan-2022 to 04-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was unresponsive. A field service engineer replaced the comm cube, hard drive, aio and docking board. Then reimaged the hard drive to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.